Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when papillary incision was attempted with this device, the device was unable to incise the lesion properly due to insufficient electric current through the device. The device was removed from the patient; after removing the device, it was found that the catheter of the device was twisted. The procedure was completed with a stonetome of a different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted. Functional evaluation found that the electrical resistance of the cutting wire was within specifications. The device functioned as intended with respect to electrical functionality; thus, the investigation was unable to confirm the reported complaint. However, according to the analysis of the unit returned which additionally presented the working length twisted, it is possible that anatomical/procedural factors encountered during the procedure limited performance of the device and may have contributed to the failures. Therefore, the most probable root cause for the failure reported is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result codes: although the full investigation could not confirm that the device would not cut due to insufficient current through the device. The result code - stress problem is being used to capture the twisted working length.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when papillary incision was attempted with this device, the device was unable to incise the lesion properly due to insufficent electric current through the device. The device was removed from the patient; after removing the device, it was found that the catheter of the device was twisted. The procedure was completed with a stonetome of a different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.